Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl, cause was unknown. Reportedly, the customer required assistance from an ambulance to address bg level with dextrose IV. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.